Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, foreign material was discovered in the nozzle. Additionally, the light guide connector was deformed and had lost water tightness. The tubing was found damaged and clogged, compromising both water tightness and water supply. The light guide lens was discolored. The cover, connecting tube, universal cord, video cable, and video connector all had scratches present. The adhesive on the distal end had detached. The distal end itself was discolored. The protector had been cut and the cylinder had been shaved. Due to wear of the angle wire both the bending angle as well as the play knob were out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus colonovideoscope due to an air/water leakage from the water channel noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found inside the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
Correction: e1 (city and state) e2 e3- information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. For the suggested phenomenon of "air/water nozzle was clogged with foreign material", it was presumed that the nozzle was clogged with foreign material such as piece of peripheral products/body fluids/adhesive matter of chemicals used due to improper reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU) statement: "·operation manual_ preparation and inspection - inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" the user can reduce and prevent occurrence of this suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. - take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. - flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." For the suggested phenomenon of "reprocessing of auxiliary water channel was insufficient/incorrect", it was presumed that the user did not understand correctly the contents of IFU, causing this event. The user can detect this suggested event properly by handling the device in accordance with the following IFU: operation manual_ inspection of the auxiliary water feeding function the user can reduce and prevent occurrence of this suggested event by handling the device in accordance with the following IFU statement: ·reprocessing manual_ precautions warning: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.